Event description:
Oversensing problems were reported and a lead replacement surgery was scheduled. When connecting the new lead to the device connector, it was reported that the device setscrew could not be tightened. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.